Event description:
Procedure: radiofrequency liver ablation. The report stated that there was a water leak where the cool-tip handle and electrode meet. Surgeon continued on with the case with the same device. There was no injury. The leak has the potential to affect the sterile field.

Manufacturer narrative:
Investigation has been started and a follow-up report will be sent when the investigation is complete.